Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kink and hub separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the tenku instructions for use states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. It is likely that the use of the device after the noted damage (kink) contributed to the reported hub/shaft separation.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, moderately tortuous, 99% stenosed mid left anterior descending artery. The 2.0x15 mm tenku rx balloon catheter was removed out of the dispenser and the proximal shaft at the hub was found to be kinked; however, an attempt was made to advance the balloon catheter into the guiding catheter which resulted in the hub separating from the shaft. A new balloon catheter was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after damage. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.